Manufacturer narrative:
The ventilator was returned to the MFR for eval. The ac inlet connector was found to be damaged. The device's ac inlet connector was replaced to address the issue. During the eval of the device at the manufacturer's service center, an issue related to the front panel pca was observed. The device's front panel pca was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator's ac inlet connector was loose. There was no harm or injury reported.